Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The implantable neurostimulation system was explanted due to an infection at the pocket site. The pt had very good stimulation coverage before explant. The pt outcome was reported as 'no injury, recovered without sequela'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.